Event description:
It was reported that a bridge bolus was incorrectly performed. A bridge bolus had been changed to a single bolus delivering the daily dose in a 6hour period. It was later specified that a single bolus versus a bridge bolus on patient was performed when increasing morphine concentration from 45mg/ml to 50mg/ml was done. Drugs delivered via the device were morphine and baclofen. Patient experience no symptoms. On 2012-(B)(6) the nurse and the physician visited patient's home to revert the pump back into a bridge bolus mode. Per the reporter patient was doing well and receiving effective therapy.

Manufacturer narrative:
Physician programmer model 8840, serial# unk; catheter model 8709, lot# j0058118r, implanted: 2001-(B)(6), explanted: unk; catheter pouch 8590-1, lot# n113531, implanted: 2007-(B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).